Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having issues with the insulin pump and having like flu. The customer went to the hospital and he was told that he had a slight case of diabetes ketoacidosis, but it does not have anything to do with the insulin pump. The customer had surgery the day before. The caller mentioned that he attempted to remove the battery cap, but he was not able to remove it. Advised the customer to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
The insulin pump received with stripped battery cap on coin slot and scratched on lcd window.